Event description:
It was reported by service report that the scale was inaccurate due to the scale pcb. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.